Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm arrived at the customer's site and noted that the issue was with the customer's equipment used for autofill calibrations, which was damaged. The stm evaluated the iabp unit and confirmed the settings for autofill and tested the iabp unit with a test balloon. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during preventive maintenance (pm) performed by the customer, the cs300 intra-aortic balloon pump (iabp) failed the pm due to multiple issues. The customer has not specified what tests the iabp unit has failed. There was no patient involvement and no adverse event was reported.